Manufacturer narrative:
This lead is expected to be returned. Should additional information become available this investigation will be updated.

Event description:
It was reported that when attempting to implant this lead the lead did not pace, thus this lead was not used and is expected to be returned. No adverse patient effects were reported.

Manufacturer narrative:
This report is being filed to update the patient identifier.

Event description:
It was reported that when attempting to implant this lead the lead did not pace, thus this lead was not used and was returned. No adverse patient effects were reported.